Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported the patient interfaced used was not compatible with the size of the eye. The issue was discovered after patient applanation. A brief description from the surgery center indicated there was suction loss during laser firing and the patient interface cone was too small for the procedure. An intralase-enabled keratoplasty (iek) would be scheduled in the near future. There is no patient complications reported.